Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately three weeks after the implant of their implantable pulse generator (ipg) they felt ¿different¿ and found their pulse to be in the 40s beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.